Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60. Serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: product type lead product ID 8840 lot# serial# unknown implanted: explanted: product type: programmer, physician. (B)(4).

Event description:
It was reported had not charged their implantable neurostimulator (ins) for the past several months. The patient had a revision done on her pocket and replacement of her ins due to weight gain and loss and "changes with her pocket". The manufacturer representative met with the patient pre-operatively but could not interrogate the device. The ins would not communicate with the clinician programmer or patient programmer (pp). The rechargeable ins was replaced by a non-rechargeable due to the determination of the overdischarged ins. Additional information received reported the patient was fine and receiving effective therapy.